Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a shaft fracture occurred. The 90% stenosed lesion was located in the moderately tortuous right iliac artery. The physician advanced the wallstent 10 mm x 69 mm x 75 cm stent delivery system to the lesion, however, upon attempting to position the proximal portion of the stent by advancing the inner shaft, the stent's distal protective outer sheath became curved with the shape of the vessel and fractured. The stent remained on the stent delivery device and the physician was able to successfully remove the fractured sheath and the stent delivery device as a unit. A wallstent 10 mm x 49 mm x 75 cm stent was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good."